Event description:
It was alleged that a continuous positive airway pressure (CPAP) auto device had a thermal issue. Upon receipt, the manufacturer found evidence of a void to the top enclosure. There was no report of harm or injury. The manufacturer determined there were signs of water ingress and corrosion to the printed circuit assembly (pca) leading to subsequent thermal damage and compromise of the top enclosure. There is evidence of a white residue found in the humidifier cavity indicating the likely use of non-distilled tap water. The product's labeling provides user care and handling instructions to prevent water ingress from occurring or affecting the operation of the device. The instructions for use states, "periodically inspect the humidifier for signs of wear or damage. Never operate the humidifier if any parts are damaged, if it is not working properly, or if the humidifier has been dropped or mishandled. Do not use the humidifier if the water tank is leaking or damaged in any way. Have any damaged parts replaced before continuing use. Use only room temperature distilled water in the tank. Do not put any chemicals or additives into the water. Possible airway irritation or damage to the water tank may result." The manufacturers findings are consistent with user mishandling/abuse causing or contributing to the failure of the device and that no further action is necessary.